Event description:
It was reported the pt had a burning sensation in the middle of her back. It was reported the sensation was not related to the ipg pocket. The pt had effective stimulation. F/u identified surgical intervention would be undertaken at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.